Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws misaligned. Upon visual inspection under magnification it was noticed that the upper jaw was damaged at the retention pin interphase. Resulting in the jaw been misaligned and difficulty in opening and closing of the jaws. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the operation was about fifteen to twenty minutes in, when the generator started to provide some troubleshooting messages to the surgeon, such as 'replace jaws' and 'position device.' When he did this, the generator kept displaying the same message, then it displayed 'replace instrument.' They removed the cable from the generator and then placed it back into the machine, but the error message kept repeating and the device would no longer function. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.